Manufacturer narrative:
Based on clarification received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the double image changes sides: to the left for light on dark, and to the right for dark on right in the right eye. Based on the information received it has been clarified that the previously reported events such as head ache, eye pain, using drops, are not related to the company lens. The wrinkle on the eye and the dry eye are considered to be prior to the surgery. Hence this file now does not meet criteria for reporting hence no further reports would be needed. Based on clarification received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. There are two medical device reports associated with this patient. This report is for the right eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported following the intraocular lens implantation the patient had experienced faint secondary image in each eye. When looking at a sign with light letters on a dark background, the image is to the left. When looking at a dark image on a light background, the image is to the right. Additional information has been received stating that a wrinkle on the cornea was observed for which drops were used to rule out any defect of the lens. It was further reported that the patient had experienced headache, eye pain and dry eye syndrome post surgery. The fait secondary image was clarified to be monocular double vision. Ibuprofen was used for eye pain and headache.